Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of impedance issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.